Event description:
On 25mar2026, we received additional information from plexus regarding a bipap a40 device that had been returned to the third-party service center for evaluation. Upon inspection, the device showed no signs of foam degradation. Additionally, there is no evidence to suggest that the device malfunctioned in a manner that could lead to death or serious injury if the issue were to recur. As a result, this complaint does not need to be reported to any regulatory agencies.

Manufacturer narrative:
This report is being submitted to include additional information about the event or issue previously reported and to correct the related fields. On 25mar2026, we received additional information from plexus regarding a bipap a40 device that had been returned to the third-party service center for evaluation. Upon inspection, the device showed no signs of foam degradation. Additionally, there is no evidence to suggest that the device malfunctioned in a manner that could lead to death or serious injury if the issue were to recur. As a result, this complaint does not need to be reported to any regulatory agencies.

Event description:
A bipap a40 ventilator was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation needs to be replaced to resolve the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.

Manufacturer narrative:
The manufacturer previously reported that a bipap a40 ventilator was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation needs to be replaced to resolve the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. After further review with the third party service center, a discrepancy was found with foam particles being observed, and this complaint is not reportable to any regulatory agencies. There is no report of serious patient harm or injury associated with this notification, and there is no report of medical intervention. This issue would not increase risk to the intended user. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.